Event description:
The pt reported shorter than normal recharging intervals. The pt's system was programmed to use electrodes 0-3; electrodes 4-7 where not used (the reason for non-use was not provided). Impedance readings were checked. The group impedances for electrodes 0-3 was 72 ohms; impedances for electrodes 4-7 was >40000 ohms. It was determined that there was a short circuit between electrodes 0 and 1. The device was reprogrammed; electrodes 0 and 1 were not used. The new program used only electrodes 2 and 3. The pt was instructed to monitor the recharging with the new programming.

Manufacturer narrative:
.